Event description:
It was reported that while using bd microtainer® map k2edta 1.0 mg that there was clotting/micro clots/fibrin clots in a tube. The following information was provided by the initial reporter: the customer struggles with them and cannot seem to work out what they are doing wrong. They fill it up the top, looks to be free flowing and then at the lab it has clotted. Other times the sample is only half full, has actively clotted and then it works at the labs so we aren¿t really sure how to maximizes our success rates.

Manufacturer narrative:
The following fields were updated: d9. Device available for evaluation? Yes returned to manufacturer on: 02-oct-2023 h3. Investigation summary: bd received 29 samples for investigation. Retention samples and customer returned samples were visually inspected with no issues identified. Additionally, retention and customer returned samples were tested for additive quantity and were within specification. Complaints for sample quality are under statistical control for the month of august 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for clotting. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints. H3 other text : see h10.

Event description:
It was reported that while using bd microtainer® map k2edta 1.0 mg that there was clotting/micro clots/fibrin clots in a tube. The following information was provided by the initial reporter: the customer struggles with them and cannot seem to work out what they are doing wrong. They fill it up the top, looks to be free flowing and then at the lab it has clotted. Other times the sample is only half full, has actively clotted and then it works at the labs so we aren¿t really sure how to maximizes our success rates.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.